Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported damage was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported damage appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the coronary artery. A 2.5x15mm trek balloon dilatation catheter (bdc) was used for pre-dilatation; however, damage on the balloon wall was noticed after the bdc was removed. The bdc was rendered unusable. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The return device analysis found that the outer member was stretched 1mm proximal to the proximal seal, for a length of 1mm.